Event description:
A peritoneal dialysis (pd) patient's contact contacted (B)(6) customer service to report an issue against the island dressing 50/box. The patient's contact (B)(6) called and stated when patient uses the island dressing on stomach, his skin turns sore. When removing the island dressing from skin it pull some of the skin off and leave a sores. There was patient involvement, and there was harm or adverse events reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).